Manufacturer narrative:
Awaiting evaluation results of the device.

Event description:
The pt was being treated with therapeutic ultrasound for lower back muscle injuries when the pt alleged the device shocked him. The pt stated the shock was felt down his leg. Medical treatment was needed due to the event. The treatment was interrupted. The pt's progress towards recovery was not impeded. Treatment details and other specifics could not be recalled by the clinician or staff. The clinician reported that the device was operated at 1mhz, and the 'wattage was whatever our unit uses'. Pt 1 of 2.